Event description:
Account stated, the bed exit will not make an audible alarm. It does send nursecall call, red led will flash and audible is not turned off. Account is not aware of any patient impact and he stated, there were no injuries reported.

Manufacturer narrative:
Three attempts have been made to obtain resolution for this issue with the account without success.